Event description:
It was reported that there was an issue with gc009r - twist drill d3.2mm l100/75mm round shaft. According to the complaint description, the drill bit went through the plastic packaging and pierced an employee's hand. This occurred in the warehouse. There was a temporary impairment. Additional information has been requested. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.